Event description:
It was reported by the patient that the pod's needle was sticking out of the cannula indicating a needle mechanism failure. The patient's blood glucose levels reached 264 mg/dl while wearing the pod (arm) between 4 to 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned with the needle mechanism fully deployed and the needle fully retracted. The data obtained from the device generated no alarms, time outs or drive stalls. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The needle mechanism was reset and deployed as intended when the device was reset and the ratchet gear was manually manipulated. Although no damages or defects were observed that would result in a needle mechanism failure, it could not be conclusively determined when the needle retracted.